Event description:
A field application specialist called in to report that a customer received a questionable ion selective electrode (ise) sodium result on the last sample of the day from their c311 analyzer. All repeat testing was performed on the initial analyzer. The patient's initial sodium result was 177 mmol/l. The sample was auto- repeated and the result was 170 mmol/l. The customer verified the 170 mmol/l and it was reported outside the laboratory. A physician called to question the result and the customer pulled the sample for repeat analysis. The second repeat result was 2000 mmol/l accompanied by a data flag. The customer noticed that the sipper probe was out of alignment and fixed it. The sample was repeated for a third time and the result was 140 mmol/l. The customer considered the 140 mmol/l result to be correct and it was issued as a corrected report. The patient was not harmed and no treatment was given. The sodium electrode lot number and expiration date were not provided. The customer declined a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.